Event description:
The patient reported, my dentist wants me to see a periodontal specialist before making any recommendations. This is strictly to assess the bone loss. I have received oral surgery and will be under ongoing care to rectify, the damage done to my teeth by the byte aligners. The specialist stated, that my teeth were moved too quickly, which caused gum pockets. Upon reviewing my dental history, these pockets were not present, prior to byte treatment, during my dental cleaning in september 2023. On (B)(6) 2024, the record indicates, that the customer reported, their doctor of dental surgery wanted them to see a periodontist regarding bone loss. A letter of recommendation dated 03-jul-2024 was provided.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.